Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right ventricular lead exhibited noise, all other electrical measurements were normal. The lead was capped and replaced with a new lead successfully on (B)(6) 2020. The patient was stable before, during and post procedure and was discharged.